Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-742a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 211,297 joules and 32:17 minutes, the beam did not vaporize tissue when lasing. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was cleaned during the procedure. No harm to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. The probable root cause of failure was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.